Manufacturer narrative:
Corrected: initial aware date 01/25/2018, pump (B)(4) this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular assist device (rvad) exhibited abnormally high power consumption, which was attributed to sepsis, five days prior to presenting to the emergency department.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device(s) remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4). Pump/(B)(4)/cat#1103/exp. Date: 2018-11-30, UDI#: (B)(4). Device remains implanted, mfg. Date: 2016-11-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the biventricular assist device (bivad) patient presented to the emergency department (ed) from home on (B)(6) 2018 with a fever, and complaints of lethargy and altered mental status. White blood count (wbc) was elevated upon arrival and blood cultures taken upon admission were positive for (B)(6) and patient was determined to be septic. Computed tomography (CT) during admission showed patient to have experienced a major intracranial bleed, and was deemed "brain dead" by clinical team. On (B)(6), patient's family had withdrawn care and patient passed away shortly thereafter. Autopsy was not performed; therefore, pump remains implanted and will not be returned and peripherals disposed of by site. No further patient complications have been reported as a result of this event.